Event description:
It was reported that the pump of this artificial urinary sphincter is not working properly. A surgical procedure was performed, during which all components were removed. No additional information was reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced infection and extrusion of the pump. Additionally, it was noted that the pump was not working properly. A surgical procedure was performed to remove all the components, and several months later, a re-implant surgery took place. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. D6b: explant date. H6: patient codes. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually and microscopically inspected and tested for leaks. The components passed the leakage evaluation; however, upon visual and microscopic inspection, wear on its kink resistant tubing (krt) was noted. The balloon was visually and microscopically inspected, and leak tested. Microscopic evaluation identified a pinhole tear in its krt consistent with fatigue; therefore, the balloon did not pass the leakage test. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted; no leaks were identified in the cuff. The patient symptoms of infection and extrusion were found to be listed in the device instructions for use (IFU). Based on the information available and analysis results, the pinhole tear identified in the krt of the balloon could affect product performance; however, the reported clinical observation of the pump not working properly could not be confirmed. The reported patient symptoms of infection and extrusion are known risks associated with ams 800 procedures and are noted as such in the device instructions for use.

Event description:
It was reported that the pump of this artificial urinary sphincter is not working properly. A surgical procedure was performed, during which all components were removed. No additional information was reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The pump was visually and microscopically inspected and tested for leaks. The components passed the leakage evaluation; however, upon visual and microscopic inspection, wear on its kink resistant tubing (krt) was noted. The balloon was visually and microscopically inspected, and leak tested. Microscopic evaluation identified a pinhole tear in its krt consistent with fatigue; therefore, the balloon did not pass the leakage test. The cuff was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the cuff. Based on the information available and analysis results, the pinhole tear identified in the krt of the balloon could have caused or contributed to the reported clinical observations.